Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor the patient reported that their entire system was removed because they were having difficulty with the device. No symptoms were reported and no further complications were noted or anticipated.